Manufacturer narrative:
Pr #(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that the equipment did not work and that the involved pt died.